Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in sections as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he obtained a blood glucose reading of 336 mg/dl on the contour next one meter. A repeat testing was performed within 10 minutes with the contour next meter and a reading of 126 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 0cpec03a for evaluation. The in-house contour next test strips from lot # 0cpec03a were also used for testing. The returned meter was tested with the returned test strips and in-house test strips using a blood sample, which gave a satisfactory performance.